Manufacturer narrative:
Svc reps replaced the spo2 cable. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the passport 2 monitor displayed intermittent spo2 readings. No pt injury was reported.